Event description:
Device 2 of 2. Reference MFR report #1627487-2010-00773. The pt received her scs system consisting of two leads and an ipg on (B) (6) 2006. It was reported on (B) (6) 2009 that after suffering a fall, the pt lost stimulation in her left leg and also began experiencing heating in the middle of her back. The leads were removed on (B) (6) 2009. The explanted leads were returned to ans for eval. No further info is available.

Manufacturer narrative:
Device 2 of 2: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Two leads from different lots were returned, it was unclear which was which. One lead had only compression damage but passed functional testing. The other lead had compression damage, outer tubing damage, and foreign matter in the outer tubing. It passed continuity testing but under stress one channel displayed intermittent stimulation at both the terminal and stimulation ends. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.